Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2012-02760. It was reported by the plaintiff's attorney that on an unspecified date, the plaintiff was implanted with an ams bioarc to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff experienced "significant mental and physical pain and suffering," permanent injury, "severe emotional distress" and has undergone "corrective surgery."